Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, mild calcification, and the aortic neck angulation was 20 degrees. The aortic neck diameter at the level of the renal arteries was 30 mm, 12 mm below the renal artery, it was 32 mm and it was 12 mm in length. It was reported that the wire that was used during the procedure was frayed and during its removal it caught on the stent graft and pulled it down. The stent graft ended up lower than intended. Two aortic cuffs were implanted to build the device up in the aortic neck as one cuff would not have been long enough. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4) (required intervention) - (B) (4): results: frayed wire pulled the stent graft down during removal.